Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that no parts of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial resection procedure. It was reported that during the case, the physician attempted to do the registration with a passive planar probe, but the instrument was flickering in and out of the tracking view. The reference frame tracked the whole time. The manufacturer representative was on video call with the surgeon, but due to poor connection, was unable to confirm geometry error and camera placement. Navigation was aborted with this navigation system. The surgeon decided to get another navigation system into the room. The site put it in relatively the same position as the previous navigation system and it tracked the probe. This issue resulted in a surgical delay of less than one hour delay. There is no known impact on patient outcome. On 2020-mar-02 additional information received. It was reported that the issue could not be replicated. The site have performed cases since and have had no issues. On (B)(6) 2020 it was determined the surgeon wasn¿t angling the camera correctly which lead to the issue.